Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the charged batteries were connected to the controller unit providing power, the controller unit automatically switched to the other battery. They batteries were replaced.

Manufacturer narrative:
It was reported that the battery would switch to the other power source when connected to a controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files covering the reported event date revealed that bat207649 was not in use. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller and would not automatically switch to the other power port, as described in the event details. No failure detected; the reported event could not be duplicated during the analysis of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.